Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard and the bio ID sensor were not working. A field service engineer (fse) observed no outward signs of failure. The keyboard functioned, allowing escort login, and the bio ID was operational. The e-drawer was opened and inspected; the bio ID and keyboard were reseated, and dust accumulation was cleaned. The fse then logged into pyxis, accessed the desktop, and ran the hardware test application (hta) on the bio ID, scanner, and keyboard. All tests passed and results were saved to the d drive. The pyxis system was subsequently rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the keyboard and the biometric identifier sensor was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.